Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a detached cannula. The sensor was inserted at the upper buttocks on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.